Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor error alarms. The customer's blood glucose level was unknown at the time of the incident. The customer stated that they had to reset the device to clear the error multiple times or change the sets. The insulin pump had no delivery alerts and they had to change the sets and rewind to clear. The device will not be returned for analysis.